Event description:
A report was received that the patient had pain at the pocket site. The patient underwent a pocket revision wherein the ipg was relocated. The patient was reportedly doing well after the procedure.